Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the physician suspected that this lead fractured at the suture sleeve site due to securing the sleeve too tightly. There were no changes in impedances, sensing or thresholds however the physician elected to replace the lead. No adverse patient effects were reported. The lead will not be returned for analysis.